Manufacturer narrative:
(B)(4). Visual examination of the returned product confirmed that two of the pegs/prongs used to affix the pad to the handle are broken at the base and were not returned. The pad exhibits signs of repeated use (nicks and gouges) on the top surface that contacts the implant during use. Complaint is confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential field age (35 months) of the device. The root cause of the reported issue is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Stated will be returned.

Event description:
It was reported during a knee procedure, after impaction, surgeon found that two pegs of the replacement impactor pad had broken. The broken pieces were discarded at the hospital. No broken pieces remain in the patient body. Attempts have been made and additional information on the reported event is unavailable at this time.